Event description:
It was reported the pump seemed to not work when the patient was on his back. The location of the issue was unknown. The patient would possible need to have a catheter revision in the future. There were no symptoms or complications associated with the event. It was noted the patient was at the intensive care unit (ICU) and had an MRI. It was not reported if this was related to the device or therapy. No information concerning the drug in the pump, the patient¿s medical status prior to the event, or the patient outcome was reported. A supplemental report will be submitted if additional information becomes available.

Event description:
Additional information received reported the patient did not experience any symptoms or changes in therapy as a result of the event. Diagnostics were performed of interrogating the pump after magnetic resonance imaging (MRI). The MRI was not pump related and the pump started back up normally. The patient outcome was not known. The patient was reportedly in the ICU due to health problems not associated with the pump.

Manufacturer narrative:
Concomitant: product ID 8591-38, lot# d12886, implanted: 2012-(B)(6), product type accessory. Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).